Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) due to errors. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit failed in normal mode and generated error 319 on acc. Swapping with a new rolling loop fiber cable resolve the error. Re-installed the original rolling loop fiber cable and the unit triggered back with error 319 error on the acc. As a fix. The rolling loop harness assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered non-recoverable error 252. The customer restarted the system and encountered error 319 on arm 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and advised the customer to disable arm 1. The customer disabled arm 1 and continued to complete the procedure as planned with no reported patient injury.